Manufacturer narrative:
The customer reported that this central nurse's station (cns) will not stay on. According to the customer, after pressing the power button, the unit begins to power on for about 5 seconds then it turns off. Technical support (ts) asked the customer if they had tested the unit by plugging it into a wall outlet and the customer stated that they had, and the outcome is the same. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided:

Event description:
The customer reported that this central nurse's station (cns) will not stay on. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) will not stay on. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) will not stay on. According to the customer, after pressing the power button, the unit begins to power on for about 5 seconds then it turns off. Technical support (ts) asked the customer if they had tested the unit by plugging it into a wall outlet and the customer stated that they had, and the outcome is the same. There was no patient injury reported. Investigation summary: evaluation of the returned device was able to duplicate the reported issue. The cause of the issue was presumed to be related to the motherboard failure due to hardware failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 . Attempt # 1: 12/23/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 01/02/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 01/09/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.